Manufacturer narrative:
The device was tested by the hospital biomedical engineer for simulated low spo2 and reported no problems. Philips is in the process of obtaining more information concerning this event, and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
The hospital reported that the patient's saturation level dropped to 19 and no red desaturation alarm rang. The customer states that the alarm limits for the desaturation level on the monitor was set to 80. The patient required an ambu bag and was put on a ventilator.